Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 19 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica enhanced lancing device was missing the lancing device cap. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that five minutes after the issue occurred she developed symptoms of ¿sweating and headache¿ however denied receiving any treatment. During troubleshooting the cca noted that when educated on the correct contents, the item was missing and the closure seal was not intact prior to opening. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged issue occurred.